Manufacturer narrative:
This report is submitted april 05, 2018.

Event description:
Per the surgeon, it was reported the patient experienced an infection resulting in extrusion of the device. The patient was treated with IV antibiotics; however, the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2018.